Manufacturer narrative:
Philips service replaced the imaging module and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that fluoroscopy was not functioning due to imaging module failure on an allura xper fd10. The clinical use of the system was outside of use. There was no reported patient or user harm.